Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the mobile power unit (mpu) was defective. When connected to the mpu, a no external power hazard alarm occurred. The mpu was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms on the mobile power unit (mpu) was confirmed. The mpu (serial number: (B)(6)) was returned to the pleasanton service depot and the mpu booted up as intended, but when the mpu was connected to a mock circulatory loop and test system controller, the system controller alarmed for low voltage, confirming the reported event. The issue was isolated to the patient cable. The patient received a warranty replacement, so this unit will be scrapped. The mpu was forwarded to the product performance engineering group for further analysis. Insulation resistance testing was performed, and it was found that the relative state of charge (rsoc) wire was electrically shorting to the cable¿s shield. After removing the layers of the patient cable one at a time, a breach in the rsoc wire¿s insulation was found. The root cause of the reported event was determined to be due to damage to the mpu patient cable. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 IFU section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 IFU section 8 ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. The patient handbook and the IFU both caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.